Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with a recorded episode of inappropriate anti-tachycardia therapy delivered by the implantable cardioverter defibrillator. Device interrogation revealed that therapy was delivered for supra ventricular tachycardia episode. No interventions were made. The patient was stable.